Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated apparent explant damage. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was decreasing. It also indicated an r-wave amplitude measurement issue.

Event description:
It was reported that within two days of implant, the patient had a possible perforation as the right ventricular lead was noted on c omputerized tomography scan to be working way through the heart tissue. The right ventricular lead was noted to have no capture, decreased impedance, and decreased sensing. The lead was explanted and replaced. The right atrial lead was repositioned during the procedure due to low sensing. The right atrial lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.